Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 97mg/dl. Ran a bolus test and no insulin exited. Troubleshooting was not performed at time of the call because customer refused to continue troubleshooting. No further info was provided.